Event description:
The customer received questionable low calcium results for 24 patient samples. The samples were repeated on either analytical d module serial number (B)(4). Of the data provided, only the results for 2 patient samples were discrepant. Patient sample 1 initial result was 8.5 mg/dl and the repeat result was 10.6 mg/dl. Patient sample 2 initial result was 8.4 mg/dl and the repeat result was 10.2 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The calcium r1 reagent lot number was 68289701 with an expiration date of 07/31/2014. The calcium r2 reagent lot number was 68289601 with an expiration date of 07/31/2014. The field service representative determined the rinse nozzles were sticking. He removed and cleaned the rinse nozzles, verified the nozzle spring operation and checked the instrument. The customer ran calibration and qc with all results within customer's specifications. The field service representative ran a 30 cup precision which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.